Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump was delivering bolus that was not programmed. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 PMA/510 (k) #: k080639

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed a manually programmed bolus of 0.00u. During testing, the pump successfully completed the rewind, load, and prime steps without issue and accurately recorded in the pump history. The pump successfully completed the 24 hour duration test accurately and without issue, which was accurately recorded in the pump history. A 10u manual bolus and a 10u audio bolus were performed successfully, both of which were accurately recorded in the pump history. The keypad buttons were found to be appropriately responsive. The original complaint of a history/settings issue was unable to be duplicated. There was no defect found.